Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4)

Event description:
A user facility medwatch (B)(4) was received by terumo on january 16, 2018 and reported the following. While deploying an 8fr angio-seal in the right femoral artery, the device failed to hold and came out of the vessel. Manual pressure was immediately applied.

Manufacturer narrative:
This report was being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.